Manufacturer narrative:
Device was returned for evaluation. Pre-repair temperature testing was performed. The following are the pre-repair temperatures: rear ¿ 24.8°c, middle- 24.2°c and nose- 67.0°f. Device evaluation is not complete at this time, completion of evaluation is anticipated.

Event description:
It was reported that during a tympanoplasty surgery the handpiece overheated. The procedure was completed with another handpiece. There was no patient impact.

Manufacturer narrative:
Device evaluation has been completed. Analysis found that the inside of the device was deteriorated. There was dirt and rust on the nose, ball, o-ring, motor and bearing. The device also had an abnormal noise. The motor cable assembly, nose, ball, o-ring and bearing were replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.